Manufacturer narrative:
(B)(6).

Event description:
The international customer reported the device could not be powered on. The customer also reported the screen was black, the safety valve was open, and the power board was not working. There was no patient involvement.